Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vascular procedure, clip applier would not load properly (not loading subsequent clip). The surgeon said that there was no clip in the jaws when it was fired, resulting in cutting the vein. Replaced with a new product and case was completed. There was no patient consequence.